Event description:
It was reported that patient had pain in the abdominal area. The pain started on the morning of the date of this report. Patient was hospitalized for abdominal pain, urinary tract infection and other medical issues that were not related to the device. There was no known accident or incident related to the complaint. There was no known falls or trauma. It was noted that patient had "this sensation" before but no details were available about "this." Then they checked the neurostimulator with patient programmer. Initially, there was no telemetry. The stimulator was turned down from 3 volt to 0 volt. Patient was still having pain with stimulation at 0 volt.

Manufacturer narrative:
Product ID 3093-33, lot# v801866, implanted: (B)(6) 2011, product type lead product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).